Event description:
This is filed to report a single leaflet device attachment (slda) and leaflet injury. It was reported that a elderly and frail patient presented with grade 4 degenerative mitral regurgitation (mr), mild leaflet calcification, and posterior 2 (p2) prolapse / posterior 1 (p1) flail. During a mitraclip procedure, the first clip was implanted without issues. The mr was reduced. It was decided to implant a second clip. Perpendicularity to the line of coaptation and leaflet insertion assessment were successful. The clip was then released, upon deployment the clip appeared unstable in fluroscopy. A single leaflet device attachment (slda) occurred, with the posterior leaflet detached from the clip. Due to the slda, a leaflet tear was noted and the morphology of the leaflet did not allow for an additional clip. Per the physician the slda was caused by the anatomy aforementioned. The mr remained unchanged and the patient was stable. There was no adverse patient sequelae or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (slda) was due to challenging anatomy with leaflet calcification, prolapse, and flail. The reported tissue injury and unchanged mr appear to be related to the slda. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.